Event description:
It was reported that the ventilator generated a battery malfunction. The ventilator was troubleshot with the customer over the phone. The customer to replace the coin battery. Medtronic was not authorized to service the ventilator.